Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, the customer reported the touch screen was unresponsive, however, the customer declined troubleshooting for this issue. Customer¿s blood glucose level was 253mg/dl.